Event description:
It was reported that the handpiece did not work at the beginning of a shoulder arthroscopy. Another handpiece was used to complete the case but the surgery was delayed over 30 minutes. No further pt info is available at this time and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.